Event description:
It was reported that the atrial leadless pacemaker was impossible to release from the delivery catheter. Since there was not a replacement delivery catheter, the device was removed, and the implant was abandoned. The patient was in stable condition.

Manufacturer narrative:
The reported event of separation failure was not confirmed. A visual inspection of the device revealed no anomaly on the outer or inner helix; the helix lengths were within required specification. The inner diameter of the device docking button where the bullets on the tether interact was within required specification. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed revealed no anomalies.